Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("right coil migrated and perforated her fallopian tube/ change in position of the essure device on the right with perforation of the fallopian tube and/or uterus/ essure coils perforation of her uterus or fallopian tube"), uterine perforation ("perforation (uterus)/ change in position of the essure device on the right with perforation of the fallopian tube and/or uterus/one of the essure coils made a perforation of her uterus or fallopian tube/ essure migrated back into the uterus/"), device expulsion ("migration of essure device (location of device: uterus)") and genital haemorrhage ("bleeding") in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 5 ((B)(6) 1995, (B)(6) 2000, (B)(6) 2001, (B)(6) 2004 and (B)(6) 2012.), familial risk factor, hernia, termination of pregnancy - elective, shortness of breath and lightheadedness. Previously administered products included for an unreported indication: doxycycline. Concurrent conditions included overweight, anemia and ovarian cyst. Family history included asthma ((son and daughter)) and blood pressure high ((mother and sister)). Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2012 for birth control, cilest (ortho tri-cyclen lo) from (B)(6) 2012 to (B)(6) 2013 for contraception, norethisterone (camila) from (B)(6) 2013 to (B)(6) 2014 for haemorrhage nos as well as ferrous sulfate from (B)(6) 2012 to (B)(6) 2013, metronidazole since (B)(6) 2015 and prenatal vitamins from 1(B)(6) 2012. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 1 year after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), migraine ("migraines") and headache ("headaches"). On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower and uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced menorrhagia ("prolonged menses"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain") and dyspareunia ("painful intercourse"). The patient was treated with surgery (robotic total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, abdominal pain, menstrual disorder, menorrhagia, back pain, dyspareunia, dysmenorrhoea, vaginal haemorrhage, migraine and fatigue had resolved, the uterine perforation, device expulsion, headache and vaginal discharge outcome was unknown and the genital haemorrhage was resolving. The reporter considered abdominal pain, back pain, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: it was reported that the right fallopian tube is patent with free intraperitoneal spillage on the right side. Right tube was open visible right tube to the ampulla. Essure placed bilaterally standard fashion without difficulty 5 coils visible left tube, 3 coils visible right tube. Discrepancy in date of implant (B)(6) 2012 (per pfs) . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. (B)(6) 2013 hysterosalpingogram: left fallopian tube was fully occluded, however her right essure coils migrated deeper into her right fallopian tube. (B)(6) 2013 hysterosalpingogram: right essure coil had migrated and perforated her fallopian tube. Current weight: 164 lbs. On (B)(6) 2012 and (B)(6) 2013, she had hcg qual, urine was negative. On (B)(6) 2014, she had surgical pathology report on final diagnosis shows uterus, cervix and bilateral fallopian tubs, hysterectomy and bilateral salpingectomy. Bilateral fallopian tubes, ligated with medical coil as grossly descripted. Gross description: the fallopian tube indrodice are ligated with metal coil bilaterally. The fallopian tubes are received separately submitted in the same container. One measures 8.3 x 0.7 cm and has on identified fimbriated end and is without masses or lesions. The opposing tube measures 5.7 x 0.7 cm and is without masses or lesions. Most recent follow-up information incorporated above includes: on 5-oct-2018: pfs received. Event: fatigue and vaginal hemorrhage outcome was updated. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("right coil migrated and perforated her fallopian tube/ change in position of the essure device on the right with perforation of the fallopian tube and/or uterus/ essure coils perforation of her uterus or fallopian tube"), uterine perforation ("perforation (uterus)/ change in position of the essure device on the right with perforation of the fallopian tube and/or uterus/one of the essure coils made a perforation of her uterus or fallopian tube/ essure migrated back into the uterus/ ") and genital haemorrhage ("bleeding") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 5 ((B)(6) 1995, (B)(6) 2000, (B)(6) 2001, (B)(6) 2004 and (B)(6) 2012.), pneumonia, hernia, termination of pregnancy - elective, shortness of breath and lightheadedness. Previously administered products included for an unreported indication: doxycycline. Concurrent conditions included overweight, anemia and ovarian cyst. Family history included asthma ((son and daughter)) and blood pressure high ((mother and sister)). Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2012 to (B)(6) 2012 for birth control, norethisterone (camila) from (B)(6) 2013 to (B)(6) 2014 for bleeding, cilest (ortho tri-cyclen lo) from (B)(6) 2012 to (B)(6) 2013 for contraception as well as ferrous sulfate from (B)(6) 2012 to (B)(6) 2013, metronidazole since (B)(6) 2015 and prenatal vitamins from (B)(6) 2012 to (B)(6) 2012. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 1 year after insertion of essure, the patient experienced migraine ("migraines"), headache ("headaches") and device expulsion ("migration of essure device (location of device: uterus)"). On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower and uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced menorrhagia ("prolonged menses"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain") and dyspareunia ("painful intercourse"). The patient was treated with surgery (robotic total hysterectomy with bilateral salpingectomy) and surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, abdominal pain, menstrual disorder, menorrhagia, back pain, dyspareunia, dysmenorrhoea and migraine had resolved, the uterine perforation, vaginal haemorrhage, headache, device expulsion and vaginal discharge outcome was unknown and the genital haemorrhage and fatigue was resolving. The reporter considered abdominal pain, back pain, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: it was reported that the right fallopian tube is patent with free intraperitoneal spillage on the right side. Right tube was open visible right tube to the ampulla. Essure placed bilaterally standard fashion without difficulty 5 coils visible left tube, 3 coils visible right tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. (B)(6) 2013 hysterosalpingogram: left fallopian tube was fully occluded, however her right essure coils migrated deeper into her right fallopian tube. (B)(6) 2013 hysterosalpingogram: right essure coil had migrated and perforated her fallopian tube. Current weight: 164 lbs. On (B)(6) 2012 and (B)(6) 2013, she had hcg qual, urine was negative. On (B)(6) 2014, she had surgical pathology report on final diagnosis shows uterus, cervix and bilateral fallopian tubs, hysterectomy and bilateral salpingectomy. Bilateral fallopian tubes, ligated with medical coil as grossly descripted. Gross description: the fallopian tube indrodice are ligated with metal coil bilaterally. The fallopian tubes are received separately submitted in the same container. One measures 8.3 x 0.7 cm and has on identified fimbriated end and is without masses or lesions. The opposing tube measures 5.7 x 0.7 cm and is without masses or lesions. Most recent follow-up information incorporated above includes: on 12-feb-2018: reporters added and updated patient demographics. Historical condition, historical drug, family history, concomitant disease, concomitant drugs were added. Updated suspect drug inaction. Added events abnormal bleeding (vaginal), migraines, headaches, migration of essure device (location of device: uterus), pain, vaginal discharge, perforation (fallopian tube)/ change in position of the essure device on the right with perforation of the fallopian tube and/or uterus/one of the essure coils made a perforation of her uterus or fallopian tube/ essure migrated back into the uterus, fatigue, lower abdomen pain (constant on menstrual cycle and severe) and other events added. Updated onset date and events. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("right coil migrated and perforated her fallopian tube") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), dyspareunia ("painful intercourse") and dysmenorrhoea ("severe menstrual pain"). The patient was treated with surgery (robotic total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, abdominal pain, menstrual disorder, menorrhagia, back pain, dyspareunia and dysmenorrhoea had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia and menstrual disorder to be related to essure. Diagnostic results: (B)(6) 2013 hysterosalpingogram: left fallopian tube was fully occluded, however her right essure coils migrated deeper into her right fallopian tube. (B)(6) 2013 hysterosalpingogram: right essure coil had migrated and perforated her fallopian tube. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.